Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box showed multiple "no cartridge detected" warning. An ez-prime was performed. The pump failed to recognize the cartridge during the load step and emitted a "no cartridge detected" warning. The force sensor was tested for calibration and was found to be out of specification. The pump was opened for investigation and revealed there was a misaligned force sensor circuit component on the printed circuit board.

Event description:
There was no patient impact associated with this complaint. The patient's mother contacted animas alleging the pump dispensed insulin from the cartridge during the load step. The reporter informed customer support that the pump was new. After inserting a full cartridge, the pump emptied all the insulin during the load step and then displayed a message that the cartridge could not be detected. The reporter confirmed the patient was disconnected.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.